Event description:
It was reported that this left ventricular (lv) lead was fractured and exhibiting high out of range pacing impedance measurements of greater than 2000 ohms. Loss of capture and high thresholds were also observed. No intervention has been performed yet and the lv lead remains in service. No adverse patient effects were reported.